Event description:
Arrhythmia [arrhythmia]. Hyperventilation [hyperpnoea]. Diarrhoea [diarrhoea]. Decreased appetite [inappetence]. Case description: this case was reported by a consumer via call center representative and described the occurrence of arrhythmia in a 87-year-old female patient who received glycerin (biotene mouthwash (unknown)) mouth wash (batch number 16142c, expiry date unknown) for thirst. Concurrent medical conditions included thirst. On an unknown date, the patient started biotene mouthwash (unknown). In 2023, an unknown time after starting biotene mouthwash (unknown), the patient experienced arrhythmia (serious criteria gsk medically significant), hyperpnoea, diarrhoea and inappetence. The action taken with biotene mouthwash (unknown) was unknown. In 2023, the outcome of the arrhythmia, hyperpnoea, diarrhoea and inappetence were recovered/resolved. It was unknown if the reporter considered the arrhythmia, hyperpnoea, diarrhoea and inappetence to be related to biotene mouthwash (unknown). This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course]: concurrent medical condition: dry mouth. On an unknown date, the patient had severe dry mouth and was told to use biotene mouthwash by the department of oral surgery. She had used it several times a day for a long time. When she used it before going to bed, the mouth did not dry; the frequency of drinking water at night decreased, which helped her a lot. In 2023, she felt sick in the last 2 months in that summer and successively had symptoms of hyperpnoea (seriousness: non-serious), arrhythmia (seriousness: gsk medically significant), diarrhoea (seriousness: non-serious), and inappetence (seriousness: non-serious), which she thought was a mere coincidence. She was examined at a hospital, but she had not contracted novel coronavirus. On an unknown date, her daughter usually sent about 3 bottles of biotene mouthwash 474 ml to her at the same time. However, 3 bottles of 240 ml were sent to her by mistake this time, and she used it. When she asked her daughter to send the products again as she used up it, she heard that it seemed that the product contained a foreign body and voluntary recall had been performed. As of (B)(6) 2023, the outcome of arrhythmia, hyperpnoea, diarrhoea, and inappetence was resolved. The symptoms had subsided. As her daughter told the patient to ask the manufacturer if her physical deconditioning was associated with the foreign body before buying biotene mouthwash again, she called. The product she had been using most recently was biotene mouthwash 240 ml with lot number of 16142c. No further information is expected. [Reporter's comment] the cause was not understood well.

Manufacturer narrative:
Argus case: (B)(4).